Manufacturer narrative:
Investigation findings: call/complaint (B)(4) was received indicating that finished good m60-034, arm foam positioner, lot number 40325045, collapsed during a procedure. This product is composed of the raw material 7-034, foam arm cradle. A related complaint (B)(4) was also filed at the same time for the same issue by the same user facility. The quality control complaint specialist reviewed the work order for discrepancies that would have contributed to the reported issue. No discrepancies were identified. Deroyal compresses the device during the manufacturing process and would not have been able to detect the failure reported as part of the normal manufacturing process. The manufacturing facility's quality control stated, "there have been no changes to the manufacturing process for the device." As previously stated, raw material 7-034 is used to make m36-034. Part 7-034 is made supplied by (B)(4). The lot number for this part is 1275219. The quality control complaint specialist reviewed the complaint history for this supplier from 2013 to 2015. No similar complaints were identified prior to the reporting customer filing two referenced complaints above. The reported issue seems to be an isolated event. A supplier notification letter (snl) has been issued to austin urethane foam to make them aware of the issue. In addition to issuing the snl, quality control complaint specialist reached out to the supplier in reference to the complaints (B)(4). (B)(6) representative, (B)(6) stated that no changes have been made to their manufacturing material or practices. Austin urethane conducts pressure testing in which a device is compressed for 120 days and evaluated upon decompression. They not identified any issues. Deroyal's regulatory department attempted to contact the end user to obtain additional information in reference to the reported event. No additional information has been received at the present time. Samples have not been returned to deroyal for evaluation and the information requested has not been provided; therefore, a true root cause is undetermined. If/when samples or the information is received the complaint will be reviewed for updates. Deroyal will continue to monitor for this failure and will recognize if a trend develops. Correction: a correction has not been taken. Root cause analysis: the true root cause of the reported issue is undetermined. Potential root causes have been identified but are not limited to the following: foam material from the vendor failing to perform as expected; customer perception of a "collapse" and size of the patient. Corrective action and/or systemic correction action taken: due to the investigation and root cause determination, a corrective action has not been taken. Preventive action: due to the investigation and root cause determination, a preventive action has not been taken. No further information is available at this time. We will provide follow up report if additional information becomes available. Never sent to deroyal.

Event description:
Pasted below are question by deroyal on the event and corresponding answers by initial reporter: date of occurrence: (B)(6) 2015. When did quality issue occur? During use. Who was using or operating the product when the quality issue occurred? Health professional. Was a medical procedure involved? Yes. Name of medical procedure: hand surgery. Did the quality issue cause a delay in the medical procedure? Yes. Detailed description of quality issue: the customer thinks that the product has changed because they claim these are not as rigid as they once were. During the medical procedure the arm positioner just collapsed. They had to stop the procedure and try to position the hand with a pillow causing a delay of at least an hour. How was the quality issue was identified? By actual use. How was the product being used? Was being used during arm surgery. Was it the initial use of the product? Yes. Was the product modified from the original condition supplied by deroyal? No. Was the product connected to or used in conjunction with other devices or equipment? No. Outcome(s) attributed to quality issue: none. Person(s) affected by outcome(s) checked above: none. Known pre-existing condition(s) of person(s) affected: none specified. Was the incident reported to the FDA? No. Detailed description of outcome(s), including information regarding injury or any additional treatment/intervention required: n/a.